Event description:
It was reported that during the internal carotid artery - ophthalmic (c-6 segment) aneurysm procedure the subject flow diverting stent was implanted completely covering the aneurysm neck. Post procedure, >50% to <=75% stenosis was observed within subject flow diverting stent. It wasn't fully apposed to the vessel wall. There was no thromboembolic on procedural dsa (digital subtraction angiography) per core lab reading. No additional information available.

Manufacturer narrative:
Remains implanted.

Manufacturer narrative:
D4 lot # - corrected from 21323881 to 21323881r. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the patient was a 65 yrs male, with hypertension, non-smoker, baseline & discharge mrs 0, 3m mrs 1. No ae reported so far. No treatment was required to treat the stenosis. There is no further information regarding the current patient condition. The procedure date was (B)(6) 2021. The only relationship with the procedure, underlying condition, subject device was per core lab reading, no relationship assessment since there was no ae reported. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that during the internal carotid artery - ophthalmic (c-6 segment) aneurysm procedure the subject flow diverting stent was implanted completely covering the aneurysm neck. Post procedure, >50% to <=75% stenosis was observed within subject flow diverting stent. It wasn't fully apposed to the vessel wall. There was no thromboembolic on procedural dsa (digital subtraction angiography) per core lab reading. No additional information available.